Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads of this pacing system were fractured, exhibited loss of capture, and lead impedances of >2500 ohms. This pacing system remains implanted and was programmed to the lowest outputs. A new pacing system was successfully implanted on the patient's right side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.